Manufacturer narrative:
(B)(4). Approximate age of device - 1 year, 1 month. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was initially implanted at age (B)(6)and had becker muscular dystrophy and dilated idiopathic cardiomyopathy prior to implant. The patient's system controller log file was submitted to the manufacturer's technical services department for analysis. The recorded data showed speed drops and pump stoppage events. These alarms only appeared to be occurring while the vad was connected to the power module. A complete loss of power, causing pump stoppage, was also noted. The vad coordinator indicated that the alarms have not been reproducible. X-rays of the percutaneous lead did not reveal any visible signs of trauma or fractures. It was noted that this is the second time an unexpected complete loss of power had occurred and previously the patient cable had been replaced. As of (B)(6) 2016, no further intervention was planned. The patient had not experienced any more alarms and would continue to be monitored. The patient was stable on the lvad, however it was reported for unspecified reasons that a discharge to hospice care was being considered. The patient was discharged home, then came back to the hospital and subsequently expired on (B)(6) 2016. Further information was requested but not provided.

Manufacturer narrative:
The pump was not returned for evaluation. The reported event was confirmed based on the analysis of the submitted log file and the log file retrieved from the returned system controller. Based on the manufacturer¿s complaint history and similar reported events, the red heart alarms and pump stoppage events that occurred while the patient was supported by the power module could be indicative of a compromised driveline. Additionally, the evaluation of the returned system controller serial number (B)(4) found that the device functioned as intended during analysis even while supported by either power lead. The cause for the atypical events contained within the log file could not be attributed to the returned system controller and the analysis could not conclusively determine the root cause of the recorded power interruption event based solely on the investigation of the returned system controller. Review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.